Event description:
During closure of an anterior total hip replacement, the scrub tech noticed that the fluid in the dermabond prineo applicator looked abnormal. Upon closer inspection, he noticed that the glue was hardened and had lightened/white spots inside the applicator where the solution was dried. When this was noticed, the applicator was immediately handed off the field and a new unit was obtained. Pa involved; manager notified. Lot# sgbast.